Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no harm or injury to the patient and no adverse event was reported. Patient height: 170cm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to replicate the reported issue. The fse successfully ran simulated treatment on the unit without issue with testing catheter and trainer without issue. The fse identified codes 111, 118, 112, 101, in that order, and power-up test fails code 13, code 101 and power-up test fails code 13 per the power activity log. No obvious signs of saline/fluid ingress into the unit. Identified coiled cord fully turning to disconnection without effort. Coiled cord to back plane connector on top of console clean and in good condition. The fse replaced the executive processor board in connection with code 111, initial code, and power-up test fails 13, which point towards said assembly. The fse additionally installed the b.17 software post executive board replacement. Replaced coiled cord and coiled cord to backplane cord as a precaution. Post replacement, the fse successfully completed a simulated treatment with trainer and testing catheter without issue. The fse explained potential causes, and steps taken to address issue to (B)(6). Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Manufacturer narrative:
Updated field- b4, e1(site country), g3, g6, h2, h4, h6(investigation conclusions, investigation findings, type of investigation), h10, h11. Corrected fields - b3, e2, e3.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Update fields - b4, d9, g3, g6, h2, h6, h10, h11 corrected fields - h6(investigation findings), h10. The following evaluation was not included in mfg follow-up #1 in h10 field : the pcba exec processor, backplane to coiled cord cable and the coiled cord cable were sent to getinge's national repair center (nrc) for evaluation. The nrc then tested the pcba exec processor, backplane to coiled cord cable and the coiled cord cable to factory specifications per cardiosave service manual. The nrc could not verify the failure of code 101, 111, 112, 118 on the display, however the error codes were observed in the fault journal, also, the nrc could not verify the unit shutting down. The pcba exec processor passed testing. The backplane to coiled cord cable and the coiled cord cable have been retained in the nrc per procedure. The pcba exec processor was sent to the supplier for further evaluation, and the nrc is still waiting for the part to be returned. A supplemental report will be submitted once that part has been received from the supplier with their evaluation.